Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No observed openings in the device. Additional data: d.10, g.1, g.3, h.3, h.6.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii, and opening beneath right implant." Healthcare professional additionally reported "clear drainage" with "normal flora". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and exposure.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii, and opening beneath right implant." Healthcare professional additionally reported "clear drainage" with "normal flora". Device was explanted.